Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: note: following investigation was performed by the supplier. (B)(4) for investigation results. Although distributed by depuy synthes, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The product was not returned to us because it was implanted in the patient, and we were only provided with 3 photos. The two photos of the part are not precise enough to distinguish the presence or absence of laser marking. We are not saying that this is impossible, but at this stage we cannot explain why a part would not have been engraved on the outside. The only hypothesis is that the laser marking has a 'low' contrast which, depending on the inclination of the light on the part, may not allow the angular engravings to be read easily. This analysis has not highlighted any formal chaumont defect, no corrective action has been taken (no CAPA). As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 130720102, lot -5527038 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Procedure: reversed shoulder procedure description of issue: missing the degree marks on def. Protheses. Event occurred intra-op and there was no patient consequence.